Event description:
It was reported that patient had untreated episodes due to oversensing of noise and t-waves. Following this untreated event, the patient received two inappropriate shocks and the system was reprogrammed to a new sensing vector. The patient was brought into the clinic and it was determined that the electrode positioning was suboptimal. A revision procedure was performed to place the electrode more over the sternum. No additional adverse patient effects were reported. It was reported that a health care professional (hcp) later contacted technical services (ts) with report that the smartpass feature disabled due to low signal r-wave amplitude measurements. The hcp indicated that the sensing vector was programmed to secondary, and will remain that way per the request of the physician. Ts assisted the hcp with re-enabling smartpass, and discussed the potential that the feature could disable in the future due to the low signal amplitude measurements. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This device is not available for return at this time. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Manufacturer narrative:
This device is not available for return at this time. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that patient had untreated episodes due to oversensing of noise and t-waves. Following this untreated event, the patient received two inappropriate shocks and the system was reprogrammed to a new sensing vector. The patient was brought into the clinic and it was determined that the electrode positioning was suboptimal. A revision procedure was performed to place the electrode more over the sternum. No additional adverse patient effects were reported.